Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, around 2:30 pm, after having already changed the fenestrated bipolar forceps (fbf), during the surgical procedure, the surgeon noticed that the fbf cable had broken again. The fbf were then removed and replaced by another maryland bipolar forceps, allowing the procedure to continue and be completed without complications. The procedure was completed with no reported injury.